Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. The right ventricular (rv) lead was found to have high impedance as shown by the lead alert. The detections were turned off. Replacement of the lead was postponed due to the flu. The lead was later explanted and replaced. During the rv lead replacement, the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Products: 6944 implantable tachy lead 2008 (B)(6); 7278 implantable cardioverter defibrillator (ICD) 2008 (B)(6). (B)(4).